Manufacturer narrative:
The investigation was unable to find a definitive root cause.

Event description:
The customer complained of an ise alarm from their cobas 6000 c (501) module and of questionable ise indirect na, k, cl for gen.2 results for 2 patient samples. Of the data provided only the sodium, potassium, and chloride results for 1 patient sample was a reportable malfunction. The initial sodium result was 167 mmol/l with a repeat result of 141 mmol/l. The initial potassium result was 5.88 mmol/l with a repeat result of 4.18 mmol/l. The initial chloride result was 66.6 mmol/l with a repeat result of 102 mmol/l. The erroneous results were not released outside of the laboratory. The repeat results were deemed to be correct. There was no adverse event. The sodium, potassium, and chloride electrode lot information was requested but was not provided. The field engineering specialist found that the root cause was that a sipper nozzle was clogged. He replaced the sipper nozzle. He decontaminated the ise system. Precision testing was performed with acceptable results. The customer performed successful calibration and qc testing. The customer has reported no further issues following the service visit.